Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve failed due to an unknown reason. Subsequently, a computed tomography (CT) scan was performed which revealed possible thrombus/pannus formation and leaflet thickening. The patient was being evaluated for a redo transcatheter aortic valve replacement (tavr) procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, the valve failed due to an unknown reason. Subsequently, a computed tomography (CT) scan was performed which revealed possible thrombus/pannus formation and leaflet thickening. The patient was being evaluated for a redo transcatheter aortic valve replacement (tavr) procedure. No patient complications have been reported as a result of this event. Additional information was received that the failure of the valve was due to hypoattenuated leaflet thickening. The thrombus/pannus formation observed on CT was confirmed. The valve was initially implanted in the native annulus, and the patient was on anti-platelet therapy following implant. Subsequently, a non-medtronic valve was implanted valve-in-valve.

Manufacturer narrative:
Updated data: b5. Second paragraph added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.